Event description:
Date of incident: 2007. Procedure: ptcd for left hepatic duct. On the same day, the physician punctured the left hepatic duct by the ptc needle. The pmg wire guide was inserted through the needle, but the physician could not reach the purpose site for the heavy stenosed intrahepatic duct. He turned the needle to pass the wire guide, but the wire guide did not pass the narrow duct. When he attempted to remove the wire guide, it was caught on the tip of the needle. The tip of the wire guide was damaged and elongated. The cut wire guide remained in the body. On the next day, the physician carefully pulled out the elongated tip of the wire guide, which was fixed to the surface of the body. The piece was successfully removed.

Manufacturer narrative:
Evaluation: neither the complaint device nor the lot number has been provided to assist in our investigation. However, based on the information provided, it is feasible to suggest the device met with resistance beyond its intended capabilities. This type of damage may also occur if the wire guide comes into contact with the bevel of the needle during the initial placement. We do advise per our attached label, which is affixed to the wire guide holder: "withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage."